Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, at visual deployment, there was a sense of discomfort in the spherical shape when the balloon was deployed and being inflated. A new product was used to resolve the issue in order to complete the case. There was no patient injury.